Event description:
Clips fell into the patient's cavity and were removed by graspers.

Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. Occupation of initial reporter not provided.

Event description:
According to the reporter: during a lap chole, for every clip that was fired, another clip would drop out. There were no patient issues.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo clip* l 10mm pistol grip single use clip applier opened by the account. The instrument was received partially applied with three remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.